Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of infusion set crimped cannula from (B)(6) 2025. The event occurred in three or more hours after insertion. The insertion site was thigh. The infusion set was in use for six- eight hours. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.